Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, inflammation and difficulty ambulating. Litigation also alleges that the patient has endured confirmed metal ion testing, muscle atrophy and an altered immune deficiency. Update rec'd 11/13/2013 - pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/5/13. Update 6/1/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical report dated (B)(6) 2014, complaint updated with date, reported increasing pain, swelling and multiple episodes of fluid collections. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 14, 2016. Update 6/29/16 medical records received. After review of the medical records for MDR reportability, the patient¿s metal ion levels were at non-reportable levels. There is no new additional information that would affect the existing investigation. The complaint was updated on: 07/14/2016,